Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to rv lead alert status and threshold doubled from (B)(6) 2014 through (B)(6) 2014. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 1688t competitor crdm non-defib lead, 419488 crdm non-defib lead, implanted: (B)(6) 2005. (B)(4).